Manufacturer narrative:
H10: twenty-one (21) actual samples were received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed including clear passage and pressure testing and no blockage were observed. However, during pressure testing at 45 psi a leak was observed in the air vent of the filter of the six (6) samples. The reported condition was verified in six samples; however, not verified in the remaining fifteen samples. The cause of the condition was due to manufacturing related issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: an onsite visit was performed, and it was determined that reported condition of filter leaks were related to the end user/condition exceeding the manufacturing specification (pressure) and/or material compatibility (medicine/solution) of the filter. Labeling information regarding the filter leak was reviewed. The cause of the reported condition was a user error. The labeling of the product cautions the user that the internal pressure should not exceed 45 psi. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) non-dehp micro-volume extension sets were leaking with an unspecified fluid coming from the filter. The leaks were observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.